Event description:
Reporter indicated a vns pt had not had good seizure control over the last three years. It is unk if the seizure level is greater that pre-vns baseline levels. A battery estimation performed showed the generator has likely been at end of service for over a year. Further attempts for info from the attending physician are pending.

Manufacturer narrative:
Analysis of programming history performed.